Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the pain and burning was still present. It had not yet been resolved. The battery may possibly be dead and therefore unchargeable. The patient needs to be seen by a doctor that knows neurostimulator properties and problems. The issue was not resolved and the patient needs to be seen by a doctor that known medtronic equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was probably for the last 3 or 4 weeks the pts ins had been hurting them for the ins had been burning and stinging them. Patient said they have to press their hand down to calm down (pss understood that the pt has to push their hand down on the implant to help with hurting area). Patient said that this issue had happened before when they let the implant run out of "juice" (pss understood the battery completely depleted), pss tried to clarify on when the issue originally started and they said 3 or 4 months ago .patient said they take more tylenol and pain pills because of the sensations. Patient said they have been able to recharge their stimulator since the sensation started. Patient said they have not used the stimulator for over a year or 2. Pss emailed local representatives advising them to reach out to patient. Patient mentioned that they have had 6 or 7 implant batteries implanted. Pt stated that their hcp was dr. (B)(6) (first name asked unknown).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported since the initial report of pain and burning patient has talked with their hcp and rep. Patient indicated their unit began burning intermittently possibly from a weak battery or unit malfunction. Patient made an appointment with their hcp for (B)(6) 2021 and with medtronic rep.